Event description:
It was reported that the patient had their system controller and modular cable exchanged. It was noted that they had emergency backup battery (ebb) fault alarms several weeks prior to the exchange which cleared with a self-test. Log files were submitted for evaluation which captured no unusual events recorded in the event log file history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.